Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurate results compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, between 5-6pm, the patient reported obtaining readings of '142 and 88mg/dl' on her lfs meter. Based on statistical methodology, the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl, taken within 20 minutes of each other. The patient reported using self adjusting novolin insulin to manage her diabetes. The patient reported taking her usual dose of medication in response to the alleged issue on (B)(6) 2012 in the evening and again on (B)(6) 2012 in the morning. On (B)(6) 2012 at 2:00am, the patient reported developing symptoms of 'sweating, nausea, jittery, and nervousness.' On (B)(6) 2012 at 2:00am, the patient reported having something to eat or drink in response to the alleged symptoms. The patient claims no other device was used. At the time of troubleshooting, the cca found the meter to be in the correct unit of measurement at the time of testing. That patient reported an approved sample site was used to obtain the sample. The cca noted the patient's testing process was correct and her test strips were in good condition. However the patient did not have control solution available for a control solution test. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient reported obtaining inaccurate results, took her medication as usual, developed symptoms suggestive of hypoglycemia and required self treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.